Manufacturer narrative:
The insulin pump was received with pump error 35 alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to pump error 35 alarm. Blank display not confirmed. Insulin pump received with partial display due to moisture damage on the electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had blank display. The customer¿s blood glucose level was unknown. The customer reported the display was flashing white. Customer reported that the display did not returned after insulin pump restart. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.